Manufacturer narrative:
Investigation summary it has been received 5 sealed samples of 100ml lot 1707200 and 6 samples of 100ml without blister. On visual inspection of the 5 sealed samples received, no damage or molding defect can be observed in any of them. On visual inspection of the other 6 samples, it can be observed 3 of them have the tip broken. It can be observed the tips of barrels from cavity 4 has not as transparent as the other ones. DHR of lot 1707200 has been reviewed finding an annotation regarding incidence in cavity 4 during molding process that could be related to the alleged defect. Leakage on pin (part of the mold) for cavity 4 was detected in the mold during manufacturing process of this lot. Once detected this cavity was canceled and repaired. This failure could have cause tip breakage and less transparency in the tip of barrels from this cavity mold. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. The incident is reported to area manager. Investigation conclusion defect: damaged product ¿ broken tip; molding defect - tip clear. It has been received 5 sealed samples of 100ml lot 1707200 and 6 samples of 100ml without blister. On visual inspection of the 5 sealed samples received, no damage or molding defect can be observed in any of them. On visual inspection of the other 6 samples, it can be observed 3 of them have the tip broken. It can be observed the tips of barrels from cavity 4 has not as transparent as the other ones. DHR of lot 1707200 has been reviewed finding an annotation regarding incidence in cavity 4 during molding process that could be related to the alleged defect. Leakage on pin (part of the mold) for cavity 4 was detected in the mold during manufacturing process of this lot. Once detected this cavity was canceled and repaired this failure could have cause tip breakage and less transparency in the tip of barrels from this cavity mold. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures (jg-301, jg-302, jg-303 and jg-304). Process visual inspection molding 2 injections per shift printing 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift assembly 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging 1 shelf-package per pallet root cause description hr of lot 1707200 has been reviewed finding an annotation regarding incidence in cavity 4 during molding process that could be related to the alleged defect. Leakage on pin (part of the mold) for cavity 4 was detected in the mold during manufacturing process of this lot. Once detected this cavity was canceled and repaired. This failure could have cause tip breakage and less transparency in the tip of barrels from this cavity mold.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd 100 ml bd plastipak syringe was found before use with multiple malfunctions. It was reported that 3 out of 80 of the syringes were found with the rod detached. 11 out of the 80 of the syringes were found cracked. No report of injury or medical intervention was reported.